Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the rca was treated with des. It was reported that on the same day, the patient had elevated cardiac enzymes. Cec assessed the event as a non q wave mi (target vessel), mdt extended, historical peri-pci. Cec also assessed stent thrombosis as no event.

Manufacturer narrative:
The patient is a previous smoker. The index procedure was also prompted by positive stress test. The rca was the location to indicate mi. If information is provided in the future, a supplemental report will be issued.